Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The customer contacted support to report a discrepancy between her bgm and cgm readings. The customer service representative verified the customer's identity using hipaa protocols and documented the necessary device details, including the smart transmitter and sensor serial numbers, insertion date, transmitter firmware version, and app version. The customer explained that she noticed a difference in readings and wanted to discuss the results. She had been using her bgm for measurements and calibrations and had been calibrating correctly. During the time of the discrepancy, she had not taken any medications like tetracycline, doxycycline, or minocycline, nor was she undergoing dialysis or any other medical treatment. The representative recorded several sets of bg and sg values, noting that the customer had eaten chili, which could cause rapidly changing blood glucose levels. Most of the differences between bg and sg values were within 20%, with only two exceptions. The customer did not report any values outside her alert levels, and the differences occurred within the first 10 days after sensor insertion.

Event description:
Senseonics was made aware of an incident where user contacted support to report a discrepancy between her bgm and cgm readings. The customer service representative verified the customer's identity using hipaa protocols and documented the necessary device details, including the smart transmitter and sensor serial numbers, insertion date, transmitter firmware version, and app version. No injury or medical intervention was reported.